Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). Since no data or further information, such as sample type, storage and preparation method, was provided by the customer, the association of the allegation to the above-mentioned malfunction cannot be certain. Another possibility is that the sample contains low levels of mutation near the cut-off of the assay. Differences between technologies may also account for the result discrepancy. In addition, while clinical practice guidelines recommend that patients with egfr ex19del are candidates for oral egfr tki therapy, the presence of egfr ex20ins is associated with resistance to tki therapy. There may be other unknown clinical factors that may have played a role for the treating physician to initiate treatment with chemotherapy prior to confirmatory testing for egfr ex20ins, but the subsequent initiation of a tki after retesting with oncomine dictated an acceptable course of treatment with a tki, as evidenced by response to this treatment regimen. False positive egfr ex20ins results (concurrent to sensitizing egfr ex19del) by cobas® egfr mutation test v2.0 assay lead to a harm to a patient by denying an appropriate tki therapy and hence significant disease control, and subject the patient to administration of chemotherapy with significant side effects. However, if the customer followed the notification published by roche and reported egfr ex20ins after confirming using another orthogonal assay or reported with a comment that the detected mutation needs to be confirmed, the harm to the patient may have been prevented. (B)(4).

Event description:
A customer from (B)(6) alleged a discrepant result for one patient while using the cobas® egfr mutation test v2.0 assay. The sample was initially tested using the cobas® egfr mutation test v2.0 assay and generated an exon 20ins and exon 19del mutations detected result. The patient was retested using oncomine which generated an exon 20ins not detected result. No data was provided for review. The physician started chemotherapy due to the exon20 mutation detected result but it was noted to have not been effective. Based on the oncomine result, a tyrosine kinase inhibitor (tki) therapy was prescribed and seemed effective. The patient's condition allegedly deteriorated between the first exon20ins mutation detected generated result and the oncomine test. Further details, including the current patient's condition, could not be provided.